Event description:
On 28th september 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. It was stated and also confirmed by photographic evidence that the cover was broken and therefore 2 tabs were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 28th september 2023, getinge became aware of an issue with savhdduo dual video hd main arm of one of our surgical lights ¿ powerled. It was stated and also confirmed by photographic evidence that the cover was broken and therefore 2 tabs were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with savhdduo dual video hd main arm of one of our surgical lights ¿ powerled. It was stated and also confirmed by photographic evidence that the cover was broken and therefore 2 tabs were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to broken cover and missing tabs from the spring arm, which contributed to the event. Based on information gathered during the investigation, it was possible to establish that the device was not used for patient treatment upon event occurrence. The issue was discovered by getinge technician who performed the maintenance. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing or detached covers from a spring arm is moderate. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (IFU 015181 en 09 pages 27-29). Additionally, users are requested to pay attention to cracks in plastic parts (IFU 015181 en 09 pages 20-22). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 28th september 2023, getinge became aware of an issue with one of our surgical lights ¿ powerled. It was stated and also confirmed by photographic evidence that the cover was broken and therefore 2 tabs were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 28th september 2023, getinge became aware of an issue with savhdduo dual video hd main arm of one of our surgical lights ¿ powerled. It was stated and also confirmed by photographic evidence that the cover was broken and therefore 2 tabs were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.